Manufacturer narrative:
The patient ID was not provided by the site.no parts or files have been received by the manufacturer for evaluation. The system software was upgraded to version 2.2.2 on (B)(4) 2013. No further issues reported since software upgrade.

Event description:
A medtronic ent representative reported that while they were performing a tracer registration, the software exited to the application menu screen. This occurred when they had collected between 60-70% of the data points and it reportedly happened several times. Switching out the instrument trackers did not resolve this issue. They moved the bed further away from the anesthesia machine and then were able to get tracer to pass. Navigation was then reported accurate. It has been recommended the site upgrade the fusion ent system's software to version 2.2.2. No negative impact to the patient outcome was reported.

Manufacturer narrative:
Further information from the site states the doctor was hitting the "back" button, therefore, stopping the tracing process. The staff and surgeons have been in serviced. Software is functioning as designed.